Event description:
Caller reported an alarm 2 along with multiple previous occlusion events. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ the customer resolved the issues by resuming insulin and priming the tubing. Customer will continue to use current pump.